Event description:
Olympus received medwatch (B)(4) which states that at the end of a therapeutic cystoscopy procedure, the tip of the gyrus sheath broke off within the bladder. Three pieces were removed, a kidney ureter bladder xray was performed, and the procedure was concluded with no additional device. The device was inspected with no issue identified prior to the procedure. The patient was stable post procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
There was no physical evaluation performed as the device was not returned since the lot number of the suspect device is unknown, device record review cannot be performed and manufacturing date cannot be determined. Due to no device return, the complaint could not be confirmed, and the root cause of the reported failure could not be determined. As a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture. Potential damage to distal tip during use is addressed in the device instructions for use (IFU). The IFU states, "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding." Olympus will continue to monitor field performance for this device.